Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the front bezels of the navigation ring required a replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit was sent to bench repair for evaluation. It was determined at bench repair that the unit required a replacement of the front bezels with the navigation ring via field change order (fco) 86600057. The front bezels were replaced with the navigation ring to resolve the issue. The customer replaced the front bezels with the navigation ring to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.